Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the small battery drive device was sometimes stopped working by itself. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported however, it was reported that the event occurred in (B)(6) of 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the small battery drive device stopped working by itself sometimes was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that moving parts of the trigger of the device did not move smoothly, the coupling was worn, and the bearing was worn. It was noted that attachment coupling had wear/deformation, the upper trigger was stuck, and there was an abnormal noise. It was further determined that the device failed pretest for general condition and check for sticky triggers. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: during complaint investigation it was determined that the device evaluation required an update. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the small battery drive device stopped working by itself sometimes was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that moving parts of the trigger of the device did not move smoothly, the coupling was worn, the bearing was worn, and the device was making an unexpected noise. It was noted that attachment coupling had wear/deformation, the upper trigger was stuck, and there was an abnormal noise. It was further determined that the device failed pretest for general condition and check for sticky triggers. The assignable root cause of these conditions was determined to be traced to component failure due to wear.